Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said he feels pain in his rib cage. He also said he was feeling really sore after the implant. During programming session he felt a lot of the stimulation in his rib cage. Patient was just recently implanted. He also said he was having some constipation and difficulties from the anesthesia. Patient impedances were checked and patient programs were adjusted. Patient¿s programs were adjusted so that he would not feel any stimulation in the ribs. The patient's healthcare provider looked at his incisions at the appointment and said they looked good. Patient called the next day (today) and decided to go to the hospital because he said he is feeling rib cage pain even with the stimulator off. He was told to turn the stimulator off until he was evaluated. He also called the neurosurgeon¿s office to report his problem. It was unknown if the issue was resolved. Additional information was received from the rep. It was reported that patient has pneumonia and was admitted to the hospital. The issue was resolved at this time. Patient stated he was still having pain in his ribs and also is now having gastro-intestinal issues. He said he has been to the hospital 6 times since the stim was implanted. He saw the hcp on (B)(6) 2022 and was seeing the surgeon sometime next month. He wants to have the device explanted and does not want to have it reprogrammed at this time. He has not had it on the last 6 days.

Manufacturer narrative:
Concomitant products: product ID: 977c165, serial#: (B)(4), implanted:(B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.